Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected longevity at the patient's six week device check. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory had an observation relating to the battery longevity estimator. Mean estimated longevity as of (B)(6) 2017 was approximately 33 months. The estimator may be underestimating by 2-3 years and is expected to catch up over time. If information is provided in the future, a supplemental report will be issued.